Event description:
The customer reported to baxter (B)(6) that particulate matter was observed on the needle of an interlink huber needle extension set during patient use. There was no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation, but it has not yet been completed. A follow up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation and the reported condition was confirmed. During visual inspection under a microscope showed that the needle was covered in what appears to be adhesive. Contract manufacturer command medical confirmed that adhesive had wicked between the needle and the protective sheath. This condition is due to the operator not cleaning the needle during manufacturing. The manufacturing procedure advises the operator to inspect the unit after bonding. In process production personnel bonding qualification is being verified and monitored as part of their continuous improvement.